Event description:
It was reported that the patient was admitted to the hospital due to syncope. While interrogating the pacemaker, it was observed that the pacemaker was not pacing at the programmed rate of 70ppm and the heart rate was 45ppm. Then the backup pacing was given. During the screwing and unscrewing of the lead from the pacemaker, the screw in the grommet has come out. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw.